Event description:
Additional information received reported the patient underwent further surgery and there was an ¿issue¿ with the lead insertion into the implantable neurostimulator that was rectified. No further information was reported. Further follow up is being conducted to obtain additional information. A second follow up report will be sent if additional information is received.

Event description:
It was reported the patient was implanted with the implantable neurostimulator (ins) on the day of the report. During the procedure, the lead appeared fully inserted into the ins with all blue markers showing, including the distal and proximal markers. The torque wrench clicked once when securing the lead. Post-operatively, four programs were entered into the programmer and the amplitude was set at 0v. The patient was to increase the amplitude when they were ¿more awake¿ and able to use the programmer. Later that day, the patient felt no stimulation on any of the programs when the amplitude was increased. An impedance test was conducted the following day and all electrode combinations other than case and 0 were measured to be greater than 4 ,000 ohms. Impedances were 349 ohms on the program with case and 0. The patient felt anal stimulation with this program and wanted to see how the program went. The system was not removed at that time. It was noted the patient felt stimulation during the trial period and experienced a reduction in overactive bladder symptoms as well. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 388928, lot# 0208490560, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient had a procedure done on (B)(6) 2014 and it was determined the lead had not been fully inserted into the header. In addition, the setscrew was in marginal contact with the edge of electrode 3 as it was in contact with the silicone between electrodes 3 and 2. The setscrew was released and the lead was fully inserted into the header and the setscrew was retightened. The device was tested several times on the table with electrode impedances within normal limits. Post-operative stimulation was optimal and the patient had since noted an improvement in their urinary continence and sensation with several electrode configurations. No further information was reported.

Manufacturer narrative:
(B)(4).